Event description:
It was reported that a malfunction occurred on the pump. A specific value within normal range indicated there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the customer was able to continue using the pump. The customer was advised to contact support if the issue recurred.